Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of performance data from the device revealed anomalous battery voltage measurements caused by a measurement lock up resulting in an unclearable eri (elective replacement indicator). The condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit.

Event description:
It was reported that eri (elective replacement indicator) had occurred after seven days and battery data like battery voltage and battery impedance could not be obtained from the device by means of telemetry. The device was explanted and replaced. The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.